Event description:
Complainant alleged that during biomed testing, the device was unable to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to an open wire within the multifunction cable. The multifunction cable was replaced to remedy the problem condition. The device was recertified and returned to the customer. Analysis of failures of this type has not identified an increase in trend.